Event description:
Event description cpi received information that this patient experienced oversensing. An invasive procedure was performed and the physician elected to replace the device. Loose setscrews were suspected, but they were found to be tight during the procedure.